Event description:
It was reported that during an attempted implant, the physician had difficulty placing the right ventricular (rv) pin in the header of the device. The physician unscrewed the setscrew and inserted the pin into the header, however, was unable to get the setscrew to right itself. The physician was instructed to remove the grommet and tore in the process. The physician opted to remove the device and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.